Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that paddles lead ECG was not possible through quik-combo electrodes because the test patient load was not being detected. As a result, defibrillation was not available through quik-combo electrodes.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u16. The removed ui pcb was an ancillary part and there was no failure of the assembly.